Manufacturer narrative:
The outcome attributed to adverse event was chipped tooth. The event date is approximate.

Event description:
The consumer reported that their diamondclean power toothbrush chipped their tooth.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.